Event description:
The customer reported that upon boot up, the system displayed a precharge voltage error message. This rendered the system inoperable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.